Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws would not open or close. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.